Manufacturer narrative:
The device was returned for analysis. The peel/delamination was confirmed as a material separation was identified. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The cause of the reported delamination is due to the circumstances of the procedure. In this case, it is possible that the device was wiped with 100% alcohol or wiped it too aggressively. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.na

Event description:
It was reported that during preparation of the prostyle device, when wiping down the device, the white marker started peeling off. The device was not used. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.